Event description:
It was reported the physician was unable to place a lead for a trial procedure due to scar tissue from previous surgical procedures. The case was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.